Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod fell off, dislodging the cannula from the infusion site and the patient developed a skin irritation. The doctor prescribed an ointment (name unspecified) to treat the affected area.

Manufacturer narrative:
B5 - describe event or problem updated with new information.

Event description:
It was reported that the pod fell off, dislodging the cannula from the infusion site and the patient developed a skin irritation. The doctor prescribed an ointment (name unspecified) to treat the affected area. ***update*** patient provided name of the ointment prescribed as dermagran.